Event description:
It was reported that 2 months after a drug eluting stenting treatment procedure, a restenosis may have occurred. In 2004 the pt rresented to the cath lab and the physician successfully deployed two taxus express2 8.8% 2.75 x 24 mm drug eluting stents. After the procedure the pt had been experiencing exhaustion, tiredness, chest pain, jaw pain, and asphyxia. In august 2004 the pt was hospitalized for angina and an angiogram was performed. The angiogram revealed restenosis and the physician attempted to angioplasty the taxus stent, however, was unable to cross. In 2004 the pt was re-admitted for angina and an angiogram was performed. The physician again attempted to angioplasty the taxus stent, however again, was unable to cross. In about three months later the physician implanted a pacemaker and increased the pt's drug treatments. Currently the pt still complains of cehst pain, breathing troubles and tiredness. Multiple attempts to gather more information regarding this event were unsuccessful.